Event description:
Covidien received information stating that while in use on a patient, the battery failed on an 840 ventilator. The customer reported that the patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and noticed that there were several events that showed the ventilator had been unplugged numerous times in the memory logs. The cse recharged the battery and could not duplicate the alleged event. The cse performed extended self-testing on the device and all tests passed. (B)(4).